Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0141766. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
It was reported that a syringe 5ml saline fill china sp was found to be damaged during use. The following was reported by the initial reporter: "on (B)(6) 2021, after the patient's intravenous infusion was completed, when the nurse used the flush to seal the tube for the patient, he found that the front end of the flush was damaged and could not be used normally, so he immediately replaced the medical device and performed it to the patient. Explain it well and report it for processing"